Manufacturer narrative:
Block h6. Results code=600, other (code unspecified) this issue was the result of a workflow that was implemented by the user and unanticipated during system installation and initial configuration. The product configuration has been updated to accomidate this workflow.

Event description:
Customer reported that when a particular laboratory workflow is used, some results can be incorrectly handled and inserted against the wrong pt barcode. There was no reported pt injury.